Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190729 - file-2019-01582 - analysis_and_closure_report_resp-2019-00955.pdf].

Event description:
Reportedly, the physician observed ventricular fibrillation episodes recorded in the arrhythmia and therapy history tab on (B)(6) 2019, while the ICD was still in the box. The user would like to know if it is possible to erase the episodes recorded prior to implantation and if there is already a corrective action in place that would avoid episodes being recorded before the implantation date. The user would also like to know if any charges were triggered due to the ventricular fibrillation episodes.

Event description:
Reportedly, the physician observed ventricular fibrillation episodes recorded in the arrhythmia and therapy history tab on 5 march 2019, while the ICD was still in the box. The user would like to know if it is possible to erase the episodes recorded prior to implantation and if there is already a corrective action in place that would avoid episodes being recorded before the implantation date. The user would also like to know if any charges were triggered due to the ventricular fibrillation episodes.

Manufacturer narrative:
Based on preliminary analysis, the reported behavior most probably occurred due to the detection of some noise before implantation.

Event description:
Reportedly, the physician observed ventricular fibrillation episodes recorded in the arrhythmia and therapy history tab on (B)(6) 2019, while the ICD was still in the box. The user would like to know if it is possible to erase the episodes recorded prior to implantation and if there is already a corrective action in place that would avoid episodes being recorded before the implantation date. The user would also like to know if any charges were triggered due to the ventricular fibrillation episodes.